Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received multiple calibration error alarms and change sensor alarm. The customer also reported that the sensor was giving inaccurate readings. The customer's blood glucose was 109 mg/dl and sensor glucose was 52 mg/dl at the time of incident. The customer's blood glucose was 124 mg/dl and sensor glucose was 63 mg/dl when it triggered threshold suspend. The customer stated that a bad sensor alert occurred after 2nd consecutive calibration error alarms. The sensor will be returned for analysis.